Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the touch screen/button of their abbott diabetes care (adc) freestyle libre reader. The customer did not experience any symptoms and self-treated with unspecified treatment. Consequently, the customer was seen at hospital where a blood glucose reading of 180 mg/dl was obtained in a healthcare professional (hcp) meter. Furthermore, the customer was treated with intravenous glucose and lisinopril by healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the touch screen/button of their abbott diabetes care (adc) freestyle libre reader. The customer did not experience any symptoms and self-treated with unspecified treatment. Consequently, the customer was seen at hospital where a blood glucose reading of 180 mg/dl was obtained in a healthcare professional (hcp) meter. Furthermore, the customer was treated with intravenous glucose and lisinopril by healthcare professional.there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and the reader was observed to be damaged and reader body was partially opened. Minor damage was observed to the usb port on the returned reader. Reader was successfully communicated with software and was observed to be charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Damage to the reader did not impact reader functionality and did not contribute to the customers complaint. Touchscreen test was performed and touchscreen responded properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the touch screen/button of their abbott diabetes care (adc) freestyle libre reader. The customer did not experience any symptoms and self-treated with unspecified treatment. Consequently, the customer was seen at hospital where a blood glucose reading of 180 mg/dl was obtained in a healthcare professional (hcp) meter. Furthermore, the customer was treated with intravenous glucose and lisinopril by healthcare professional. There was no report of death or permanent impairment associated with this event.